Manufacturer narrative:
The field service representative determined there was broken gear pump tubing. He cleaned the water from the area, replaced the gear pump tubing and seals, manifold tubing, r1, r2 and dist 02 board, motherboard fuse for sample issues and cuvettes. He performed cell wash, cell blank, ise check, calibration and quality controls for all assays were performed to verify analyzer performance.

Event description:
User experienced a leak from the analyzer that was all over the floor. The leak was not in a walkway and was behind the analyzer. No one was hurt due to the leak. No patient samples were involved.